Event description:
On 1/13/94 we were notified by the hospital that the ventilator stopped cycling while on a pt, although the apnea alarm did sound. The hospital also informed us that the pt was "bagged" and switched to another ventilator with no signs of compromise.